Event description:
A pdrn reported a patient had peritonitis in (B)(6) 2013. Actual occurrence date was not provided. No further info was provided.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.